Event description:
It was reported that the customer has passed away at home. The cause of death was choroidal melanoma cancer; all cancer related. The customer was diagnosed with cancer in 2003. Pancreas was removed in 2007. The customer's blood glucose at the time of death was unknown. The caller stated that they stopped monitoring the customer's blood glucose three days prior to passing, since the customer was unconscious. The caller stated that she does not recall if the customer was wearing the insulin pump at the time of death, but she presumes so. She did not know if the customer was using sensor or was wearing one at the time of death. The caller stated that approximately four years ago, the insulin pump of the decedent was given to the endocrinologist's office. The caller requested not to be contacted anymore. The insulin pump information in this report was not verified with caller. The insulin pump information used in this medwatch report is the last known insulin pump issued to the customer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.